Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, it was found that the device would not power on when the lid was opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, it was found that the device would not power on when the lid was opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and a faulty reed switch sw5 was determined to be the cause of the reported issue. This device was archived by stryker.